Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection was performed, and no broken components were observed at the distal end. A fragment was returned, measuring approximately 1.25mm x 1.54mm in size. The instrument was found to have mechanical indentations on the proximal clevis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery spatula instrument had some pieces broken off during use. The fragments fell inside the patient and were retrieved during a different procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved by a forceps instrument for endoscopic surgery. The surgeon performed a thoracoscopy operation to remove the fragment and x-rays examination; however, they could not confirm if all the fragments were retrieved. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. No damage was noted on the cannula after the event occurred. The procedure was completed robotically. No further information is available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advance failure analysis was completed by the engineering team. The fragment was analyzed and a compositional analysis showed close match with the material used to make the overmolded cut electrode for the synchroseal. Visual inspection (shape, size and color) of the fragment and comparison with an in-house synchroseal instrument further confirmed that the fragment originated from the synchroseal instrument used in the same procedure.